Event description:
Reportedly, the pacemaker involved in this MDR report was implanted in december 2009 and all values were normal. At visit, r-wave dropped from around 15 to 6 mv, a new check in february due to this and at that check normal r-wave but impedance was > 3000 ohm (both unipolar and bipolar). During reintervention, same values were observed while measuring with pacemaker. While measuring with psa normal values were found thus, the device was explanted and returned for analysis. Another pacemaker was successfully implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.